Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit a sudden increase in the right atrial (ra) impedance measurement of this ra lead. It was also noted the jump in impedance was high however remained in normal range limit. Technical services (ts) advised the health care professional (hcp) to schedule patient for an office visit for further device evaluation. At this time the crt-d and this ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).